Event description:
The customer reported to olympus, the evis exera iii xenon light source lamp did not light up. The event occurred during preparation for use, prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, corrosion on the bottom chassis, corrosion on front panel chassis, deep scratches on top cover, lamp life meter reading over 500+hours (lamp life expired), and ¿light not operative¿ confirmed due to faulty scope socket which caused the reported issue. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty scope socket could not be identified. However, it's likely the cause is related to accidental or user¿s handling (excessive force to the scope socket). Per the legal manufacturer's instructions for use: [important information ¿ please read before use] do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [3.1 precautions for installation and connection] use the light source only under the conditions described in, ¿transportation, storage, and operating environments¿ on page 105 and, ¿specifications¿ on page 105 in the appendix. Improper performance, compromised safety and/or equipment damage may result. Olympus will continue to monitor field performance for this device.